Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was unknown. On (B)(6) 2017 it was reported that the patient had withdrawal in the past with a rash. The hcp believed it was due to a pump failure. No further patient complications have been reported as a result of this event.